Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: primary osteoporosis procedure: balloon kyphoplasty (bkp) it was reported that during surgery, a balloon was inflated using ibt at both sides 4cc each. At the time of injecting cement, cement got hardened completely, only 3cc and 1.7cc of cement could be injected in each. The time of after mixing was 14 min and the room temperature was 24.7 degrees. Post-op, the pain was still remaining in the patient.